Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "head detached from trunnion. Trunnion wore out by metal head..." Orthopedic consultation provided by the rep notes patient complaint of pain starting approximately 2017 eventually becoming severe. Patient "turned suddenly and felt immediate pain and pop right inguinal [groin] region" with a finding of a fracture of the stem at the head neck junction and stem migration. Operative report for revision reports"...a significant amount of metal stained synovial fluid...also significant metal stained synovitis...femoral stem was noted to be grossly loose with significant osteolysis about the proximal femur". Patient was revised to a restoration modular stem construct, v40 28 -2.7 ceramic head, mdm/adm liner construct, and a competitor cable placed "to help prophylax against periprosthetic fracture" (no bone fractures are noted in the operative report). Rep provided the orthopedic consultation visit, revision operative report, pre- and post revision x-rays and explant pictures.

Event description:
As reported: "head detached from trunnion. Trunnion wore out by metal head..." Orthopedic consultation provided by the rep notes patient complaint of pain starting approximately 2017 eventually becoming severe. Patient "turned suddenly and felt immediate pain and pop right inguinal [groin] region" with a finding of a fracture of the stem at the head neck junction and stem migration. Operative report for revision reports"...a significant amount of metal stained synovial fluid...also significant metal stained synovitis...femoral stem was noted to be grossly loose with significant osteolysis about the proximal femur". Patient was revised to a restoration modular stem construct, v40 28 -2.7 ceramic head, mdm/adm liner construct, and a competitor cable placed "to help prophylax against periprosthetic fracture" (no bone fractures are noted in the operative report). Rep provided the orthopedic consultation visit, revision operative report, pre- and post revision x-rays and explant pictures.

Manufacturer narrative:
An event regarding disassociation, metallosis, fracture, loosening and osteolysis involving an accolade stem was reported. A review by a clinician of the provided x-rays confirmed disassociation. Review of the provided operative report indicates metallosis, stem loosening, osteolysis. The fracture of the stem was not confirmed. Method & results: product evaluation and results: the device was not returned but some explant photos were provided. The images indicate penciling of the stem trunnion and wear on one side of the taper junction. There is no evidence of fracture of the device. Medical records received and evaluation: x-ray printouts available for review include a series dated (B)(6) 2019, which is an ap of the right hip demonstrating an uncemented right total hip. Arthroplasty with one screw in the acetabulum. The stem and acetabular shell are in nominal position and the head is in the acetabulum but the trunnion is disassociated and dislocated from the head. There is no primary operative report, no patient¿s weight, and no serial x-rays or follow-up for the right total hip arthroplasty until (B)(6) 2019. No examination of explanted components is available for review. The nine-day delay from admission to surgery likely resulted in the metallosis noted at revision surgery due to abrasion of the disassociated trunnion against the femoral head and acetabular rim. Based upon the information available for review, no determination can be made for the loss of locking of the head/trunnion interface, which occurred twelve years status-post implantation. If additional information is received, this report will be updated. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there was one other event for altr for the lot provided. Conclusions: based upon the information available for review, no determination can be made for the loss of locking of the head/trunnion interface, which occurred twelve years status-post implantation. The device was not returned but some explant photos were provided. The images indicate penciling of the stem trunnion and some wear on one side of the taper junction- there is no evidence of fracture of the device.with regards to the disassociation and metallosis, it is noted that the lfit v40 cocr head mated with this stem component is within scope of nc and CAPA. The exact cause of the loosening/osteolysis/fracture events could not be determined because insufficient information was provided. Further information such as primary operative report, patient¿s weight, and serial x-rays and follow-up and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.